Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar instability and underwent fusion surgery. During surgery,the tip of set screw sheared off upon engagement. The product came in contact with the patient. No fragment of the alleged product remained in the patient.no patient complications were reported.